Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the segment fluid damage, the bending rubber perforated, the insertion flexible tube buckled, the angle wire play, the lg connector corroded, the segment steel braid deformed, the remote control buttons cut, the objective lens scratched, the lg prong loose, the insertion flexible tube lump/wave, and the segment steel braid steel braid piercing ; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.